Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed alert 38 indicating a motor stall during a supply change, and the user continued to receive the same error after a restart and a dry-run attempt. Symptoms included no adverse clinical effects. Outcomes included user interruption of insulin delivery with replacement arranged. Investigation included guided troubleshooting and user education, including device restart and dry-run verification. Investigation of this case revealed a persistent motor stall consistent with a consecutive stalled motor condition. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the pump motor drive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.